Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had current battery that showed less than 0.5 years with magnet rate of 90 bpm. Boston scientific technical services (ts) discussed elective replacement indicator (eri) and end of life (eol) behavior and normal follow up but health care professional (hcp) discretion for more frequent follow up since patient was a pacer dependent. The device remains in service. No adverse patient effects were reported.